Event description:
Related manufacturing reference number: 2017865-2021-17998, 2017865-2021-19577, 2017865-2021-19579. It was reported that the patient presented for follow-up in clinic due to a lateral open incision at the edge of the implantable cardioverter defibrillator (ICD). The patient was admitted to the hospital. Signs of infection were noted in the pocket. The ICD, right ventricular, right atrial, and left ventricular leads were explanted. The patient was recovering post procedure and will continue to be monitored.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.